Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to severely calcified lesion at the lcx with tortuous vessel however it was reported that the stent dislodged. The lesion had been dilated twice with a balloon after another stent was deformed while attempting to deliver it. It was reported that the dislodged stent was not removed from the patient. The patient is well. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The stent was not returned with the delivery system. Crimp impressions were visible along the working length of the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dislodgement); patient¿s condition affected effectiveness of device (lesion morphology) severe calcification <(>&<)> vessel tortuosity; deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) severe calcification <(>&<)> vessel tortuosity; inherent risk of procedure ¿ (dislodgement). (B)(4).